Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2194, awareness date 29-oct-2015) which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Result and assessment of the product technical complaint investigation received on 19-nov-2015. At time of the report, the consumer was (B)(6) and was currently (B)(6). The consumer reported since the essure, she bled heavily until (B)(6) 2015; the sex was excruciating not to mention no drive, she was always tired, bloated and depressed. She started having breathing issues and still current to this date on (B)(6) 2015. On (B)(6) 2015, she could not stand the shallow breathing anymore and went to the e.r. There she learned she was (B)(6) pregnant uterine and possible ectopic. Her left coil was out of the tube and sitting on her pelvic floor. She was taken to another hospital on (B)(6) 2015 and taken into surgery the next morning on (B)(6). The doctor removed the left coil and left the right one in place along with two cysts which was thought to be the ectopic. She was kept two-three days after that to watch her hcg levels which went up. She stated now she has had surgery, had numerous effects and is having her fifth child. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert was removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bled heavily (interpreted as genital bleeding) since essure insertion until (B)(6) 2015. She got pregnant. Her left coil was out of the tube and sitting on her pelvic floor (seen as device dislocation into abdominal cavity). The doctor removed the left coil and left the right one in place. At time of report, she stated that she was having her fifth child. All these events are serious due to their medical importance and listed in the reference safety information for essure. In this case, consumer got pregnant about 7 months after essure insertion. It was reported that a possible ectopic occurred, however since the consumer reported that she was having her fifth child at time of report (estimated gestational age of (B)(6)), the ectopic pregnancy was discarded. The exact date and mechanism of dislocation were not known. Based on the nature of the events and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical complaint, there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.